Event description:
The patient reported they went to the Emergency Room (ER) for loss of consciousness on (b)(6) 2026. The patient was at a doctor¿s appointment at the Diabetes Center when they suddenly passed out during their appointment, resulting in being transported to the ER via ambulance. It was noted that insulin was not being properly delivered by the pod. The patient did not provide their exact blood glucose level at the time of event while wearing the Pod for an unspecified duration of use. Symptoms reported include passing out. At the ER the patient was diagnosed with a vasovagal episode and treated with EKG testing and blood work. The patient was released later that same day. Additionally, the patient mentioned noticing the cannula being bent. The Pod was disposed of. The patient now uses manual insulin injections and continues using Dexcom G7 sensor.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.